Event description:
Additional information was received that provocative testing was performed, but no abnormalities were observed. Additionally, the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.